Manufacturer narrative:
Further investigation into the discrepant ca2 results indicates the root cause of the issue was due to the spring holder not fitting correctly. The issue was corrected by the operator and confirmed by a service visit from the field service engineer. An overflow of rinse water into the adjoining cells can dilute the reaction mixtures causing result deviations.

Event description:
The customer questioned some patient results tested for ise indirect na, k, cl for gen.2, calcium gen.2 (ca2), bicarbonate liquid (co2-l), cholesterol gen. 2 (chol2), urea/bun (ureal) and creatinine jaff&#608;gen.2 (crej2). These results had data flags and were not reported outside of the laboratory. The customer pulled the samples that were run on the c501 analyzer and repeated them on a different c501 analyzer. Data was provided for 7 patient samples. Of the data provided, 3 patient samples were erroneous. Two patient samples were erroneous for na. One patient sample was erroneous for ca2. The erroneous results were reported outside of the laboratory. The corrected results were also reported outside of the laboratory. Patient 1 initial na result was 137 mmol/l. The repeat result was 146 mmol/l. Patient 2 (female) initial ca2 result was 6.5 mg/dl. The repeat result was 9.1 mg/dl. Patient 3 (male) initial na result was 124 mmol/l. The repeat result was 132 mmol/l. No adverse event occurred. The ca2 reagent lot number was 61918801. The expiration date was not provided. The na electrode lot number and expiration date was not provided. The customer indicated that one of the nozzles on the cell rinse mechanism was bent. The field service engineer (fse) visited the customer site and found the rinse mechanism, reagent system and nozzle were pushed out of place. Water was possibly getting into the cells. The root cause of the issue is believed to be the mechanical failure of the nozzle holder. The customer re-installed the nozzle holder and observed the rinse mechanism worked correctly. The customer ran precision check and quality controls which were acceptable. The fse observed the instrument after customer's actions and ran precision tests which were also acceptable. It was noted that the customer has had no further issues.

Manufacturer narrative:
Upon further investigation the root cause was determined to be the rinse unit that was not functioning properly. This can cause low results for ise parameters. A dilution of the sample material with dripping water can lower the results.